Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was blurry image during procedure.

Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. According to henke: scope evaluated as a level 3. Distal tip and fiber damage, loose and chip on prism and broken lenses in system. Probably root cause for this failure is: the complaint for ¿fiber optics cracked¿ has been confirmed and is due to customer use and handling. The device manufacture date is not known. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was blurry image during procedure.